Event description:
This pt is status post right hip replacement in 2003. Pt has had multiple dislocations. Pt was admitted for a revision right hip. During the procedure all components were removed and replaced.